Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure the 8mm large hem-o-lok clip applier instrument was not clipping, tips bent. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm large hem-o-lok clip applier instrument for failure analysis investigation. The instrument was analyzed and found to have one severely bent grip, causing misalignment of the grip-tips. There was a 1.52mm offset at the tips. A clip could not be properly load into the clip groove of the grip-tips. The grips were not found to ha cracking damage. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the incident was identified when the surgeon attempted to clamp on a vessel or a tissue bundle. The surgeon did not experience any other issues. The subject clip applier had not been used anytime. The issue was resolved using a backup instrument. The instrument has been sent back for isi review. There are no photos or videos for isi review.

Event description:
Refer to h11 for follow-up information.